Event description:
It was reported that seven (7) days post-insertion, the nurse suddenly felt 'resistance' when using the fecal management system (fms) irrigation port. In addition, the nurse noted the tubing connected to the irrigation port would balloon out in one segment approximately thirty (30) centimeters distal to the retention balloon. The fms device was removed. No patient consequences were reported as a result of this event.

Manufacturer narrative:
Add'l info was received on 02/06/2015. It was confirmed that the stool at time of flexi-seal insertion was type 6 and 45 millimeters of fluid was used to inflate the retention balloon. The stool at the time of the flexi-seal removal was type 7 and 45 millimeters of fluid was removed from the retention balloon during deflation. The initial MDR was reported to the FDA on 02/04/2015 - MFR # 1049092-2015-00081. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted. Reported to the FDA on 02/23/2015.

Manufacturer narrative:
Additional information was received on august 12, 2015. Third party manufacturer reviewed the batch records for lot# 14fm0206 and no exceptions were found. Four retention samples were also reviewed and the appearance of the balloon/inflation port, catheter body and valve function were normal. Eight samples from different lots along with one from the same lot were injected with water at the irrigation port. No blockage or leakage was noted on any of the samples. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. Section has been updated to reflect the correct device manufacture date. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available a follow-up report will be submitted.